Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics 25 shaver is overheating and does not registered the powermax. No case reported, no patient was involved.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found p1 transducer failed pressure test. No overheating was noted during testing a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating and communication problems was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of pressure problem was confirmed and the root cause has been associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.